Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account submitted log files for review. The system controller event log file contains data from (B)(6) 2021 at 18:19:46 through (B)(6) 2021 at 14:13:37. The log file was comprised of routine power cable disconnects and pi events. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The account communicated that the patient experienced hematuria (dark brown in color), recent implantable cardioverter defibrillator (ICD) shock, and pain at the driveline exit site (dles) radiating up to left side of chest. The account reported that the patient¿s lactate dehydrogenase (ldh) and hemoglobin (hgb) and hematocrit (hct) were pending. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). Multiple attempts for additional information were made and no further detail was provided. The heartmate 3 lvas IFU, rev. C, lists cardiac arrhythmia and hemolysis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 09may2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient reported hematuria (dark brown in color), recent implantable cardioverter defibrillator (ICD)shock, and pain at the driveline exit site (dles) radiating up to left side of chest. Log file submitted captured routine events; however, pending results for lactate dehydrogenase (ldh), hemoglobin (hgb) and hematocrit (hct). Additional information requested but not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.